Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description, leaking tubing. Detailed inquiry description on (B)(6) 2025 patient reported his arm was getting wet after start of chemotherapy infusion (tecentriq). Leak noted in normal saline recue line at small crack in tubing. This resulted in small chemo spill and contact with patient's skin.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation. Through visual examination along with a comparison against the drawing, the set was confirmed to be assembled within internal specification. The set underwent a leak test; no defect was observed during test. Based on the investigation, the reported defect could not be observed or replicated. The sample is within specification. The complaint is considered not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.